Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced dyspareunia which required excision of the mesh.

Manufacturer narrative:
(B)(4) - dyspareunia; dyspareunia occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).